Event description:
I am using libre3+ glucose monitor. I have hypoglycemia and the monitor is giving incorrect blood sugar values. When tested against a fingerstick value from a blood glucose meter, the difference can be as much as 20-30 mgs. I also used a control test and the fingerstick glucose meter is working correctly. I have called abbott twice and I get the same response that states that my model isn't affected by their urgent warning of defective models. They say my serial number does not match the ones that are defective. But my unique device number is the same one that they are pulling from the shelves overseas that have killed 7 people and injured several more. And that number is (B)(4). I have used two of these devices with this same unique device number and they continually give me incorrect numbers when tested against fingerstick meters.